Manufacturer narrative:
**Update** 11/26/2012 - medical records were received. Part/lot information were identified. Pfs and sticker sheets are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2009 patient underwent a left total hip arthroplasty procedure. Due to patients chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the left implant.

Event description:
**Update** (B)(4) 2012 - medical records were received. Part/lot information were identified. Pfs and sticker sheets are available on external hard drive if needed for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, ppf alleges stroke and heart attack after the first revision. Doi: (B)(6) 2009; dor: not reported; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint number: (B)(4). Litigation papers allege: on or about (B)(6) 2009 patient underwent a left total hip arthroplasty procedure. Due to patient's chronic pain and discomfort and other symptoms, patient will likely need to undergo revision surgery to replace the left implant. Doi: (B)(6) 2009 - dor: none reported (left side). Patient is a resident of (B)(6). Update 11/26/2012 - medical records were received. Part/lot information were identified. Pfs and sticker sheets are available on external hard drive if needed for further review. Update ad 21 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant sticker sheet. In addition to what were previously alleged, ppf alleges stroke and heart attack after the first revision. Doi: (B)(6) 2009; dor: not reported; left hip (3rd not revised). (B)(4) - 1st revision (left). (B)(4) - 2nd revision (left). (B)(4) - 1st revision (right). (B)(4) - 2nd not revised (right).